Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that for the forceps cannot be inserted is caused by damage on the instrument channel. The cause for the dirt on the light guide rod could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. It was identified during testing that the forceps could not be inserted into the instrument channel, and there is dirt on the light guide rod. There was no patient involvement.